Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that the insulin pump was exposed to chlorine water and that there was fluid under the lcd display. The customer jumped in the pool with the insulin pump on. The customer also stated that a constant tone was occurring. The customer's blood glucose was 126 mg/dl at the time the issue was reported. Nothing further reported.